Event description:
A (B)(6) male patient ((B)(6)), enrolled in the exalt dscope 02 study, experienced an adverse event of pancreatitis on (B)(6) 2021. The patient had a medical history of physical status (asa I), documented biliary or pancreatic stricture (unresolved), and prior hepatic surgery. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure completed with an exalt model d single-use duodenoscope on (B)(6) 2021 for a biliary sphincterotomy, removal of biliary stent, placement of a pancreatic stent, and balloon dilation of biliary strictures. On (B)(6) 2021 the site reported that the patient experienced an adverse event of pancreatitis on (B)(6) 2021. The patient was hospitalized and treated with tramadol and IV fluids. The event was resolved on december 29, 2021.the principal investigator (pi) assessed the adverse event of pancreatitis requiring prolonged hospitalization with a moderate severity. The pi assessed the relationship as possibly related to the ercp procedure, and possibly related to the exalt model d single-use duodenoscope. There were no device malfunctions reported.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.